Manufacturer narrative:
H3: product analysis # (B)(4):¿ equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: dwgs145-5091-150 rev. Au ¿ as found condition: the echelon 10 catheter was returned for analysis inside of a biohazard bag and a shipping box. The synchro 14 guidewire was not returned. However, the synchro 14 guidewire appeared to be compatible with the catheter as it has a labeled outer diameter (od) of 0.014". ¿ visual inspection/damage location details: upon visual inspection, no issues or irregularities were found with the catheter hub. The echelon-10 catheter distal tip was found damaged (melted) at the proximal edge of the distal marker. Additionally, the punctured hole was also observed at the damaged location. No other anomalies were observed. ¿ testing/analysis: the usable length of catheter was measured to be within specifications. The catheter was flushed with water and found patent. ¿ conclusion: based on the device analysis and the reported information, the customer report of "catheter puncture" was confirmed, as distal tip was damaged (melted), which caused the guidewire to puncture through the compromised area. It is possible the catheter became damage (melted) due to improper tip shaping (using a heat source other than steam, holding the catheter too close to the heat source, or holding the device against the heat source too long), reshaping the tip multiple times, not allowing the catheter/mandrel to cool as required, or over-shaping the tip. However, the cause for the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two echelon catheters were punctured with a guidewire. The patient was undergoing surgery for treatment of a ruptured aneurysm of the anterior communicating artery. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 8mm. It was reported that when treating a ruptured anterior communicating artery aneurysm, after the microcatheter echelon 10 (0228890840) was shaped in vitro, the guidewire was coaxially delivered into the guiding catheter. Under fluoroscopy, it was found that the micro-guidewire passed through the distal mark point, and it was suspected that the micro-catheter was perforated, so it was withdrawn from the body, and it was found that the micro-catheter was perforated at the distal mark point; so another echelon 10 (0228616344) was used, and after the same steam shaping, it was coaxially delivered into the guiding catheter with the micro-guidewire. Under fluoroscopy, it was found that the micro-guidewire passed through the distal mark point, and it was suspected that the micro-catheter was perforated, so it was withdrawn from the body, and it was found that the micro-catheter was also perforated at the distal mark point. Therefore, it was replaced with sl10, and after steam shaping, the micro-guidewire was used to coaxially guide and it was successfully put into place, the spring coil was filled, and the operation was successfully completed. It was noted that the catheters were ruptured (intact) in the distal section. There was no friction or difficulty during delivery. There was no other damage to the catheter aside from the rupture. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f guilding guide catheter, echelon 10 microcatheter, and synchro 14 guidewire.

Manufacturer narrative:
Continuation of d10: product ID: 190-5091-150 (0228616344). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that it was clarified just the puncture with the guidewire occurred. The cause of the puncture with the guidewire was not determined..